Event description:
Boston scientific autotome rx 44 guidewire threaded down guidewire channel. As the guidewire was advanced, it came through the wall of the catheter, it did not follow the channel to the end of the device. Diagnosis or reason for use: ercp. Ecent reappeared after reintroduction? Yes.